Event description:
It was reported that this conditional implantable cardioverter defibrillator (ICD) system was exposed to magnetic resonance imaging (MRI) without prior programming of MRI protection mode. During the MRI procedure, the device exhibited oversensing on the right atrial (ra) channel, that triggered the atrial tachy response (atr) mode. Technical services (ts) reviewed the available device data and found no evidence of latent system damage. In addition, all lead measurements were within expected ranges. Ts identified historical episodes of rapidly conducted atrial activity accompanied by measurement variations across all channels. These observations may be associated with a documented patient hospitalization. Additionally, high capture thresholds on the ra channel and a decrease in right ventricular (rv) shock impedance measurements were noted. These fluctuations followed changes in the health trends of this patient, which may be indicative of a significant physiological change. No adverse patient effects were reported. This ICD system remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.